Manufacturer narrative:
(B)(4). Two (2) expedium single innie quick-connect poly drivers [product code: 2797-12-400] were returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level for lot number mi41511 revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. Device underwent visual inspection and fracture analysis. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip (lot# mi41511) becoming broken cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure starting at the hex lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the same surgery 2 screwdriver tips were broken/cut off while inserting the screw in the pedicle. The first screwdriver tip that broke off, was in l2. The patient had an intact virgin pedicle, no particular hard force was given. The other tip broke off while inserting a screw in ileum, they penetrated hard cortical bone, and a lot of force had to be provided to insert the screw. Then the tip broke off inside the recess of the screw. They removed the screw and replaced it with another in ileum. And in l2 they decided to cut off the polyaxial screwhead where the other tip was inside, and left the rest of the screw be in the pedicle.